Event description:
Procedure: urogynecological. According to the rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced urgency, urge incontinence, overactive bladder, dysuria, fatigue, bilateral flank pain, urine odor, chronic urinary tract infections, low back pain, suprapubic pain, frequency, cystoscopy in 7/10, mild bladder erythema, bladder trabeculations, nocturia, reported episode of sepsis requiring hospitalization in (B)(6), depression, elevated creatinine, lower abdominal pain, probable ureteral stone, microscopic hematuria, cystoscopy in (B)(6), cellule formation, bladder diverticulum, bladder erythema, cystitis cystica, low-done antibiotic suppression therapy, hesitancy, irritable bowel syndrome, fecal incontinence, rectocele, atrophic vaginitis, lax anal sphincter tone, pyuria, and vaginal pain.